Manufacturer narrative:
A field service engineer (fse) was dispatched and did a through check of the system for leaks on the power supplies or boards. The fse removed all instrument covers and checked the boards for any burnt spots, but could not find any. The fse applied power to the system and calibrated ise tests and ran a test sample on the cx4 side. The fse checked all motors, performed a cuvette wash looking for any leaking on any boards that may have caused the burning smell but did not find any leaks. The fse checked all the boards on the instrument, but did not find any burnt spots on any of the board. The fse did not find any malfunctions.

Event description:
A customer contacted beckman coulter inc., (bci) and reported that synchron cx5 delta instrument produced a burning smell but no smoke. Customer shut down and unplugged system. The laboratory was evacuated and the fire department was called. Customer was not running samples at the time. Nobody was affected by burning smell.